Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an 87-year-old female underwent impella cp support for high-risk percutaneous coronary intervention (hrpci) with a pre-support clinical state consistent with scai shock stage a. The device was implanted on (B)(6) 2026 at 12:48 pm and explanted at 01:58 pm the same day. Following transfer to the ICU, the patient developed access site bleeding at the arteriotomy, resulting in a hematoma. The access site had been closed with two perclose devices and an angioseal. The patient returned to the catheterization lab later that night, where balloon tamponade was performed to achieve hemostasis, which was successful. Anticoagulation monitoring was performed using act, and the patient was on antiplatelet therapy. The device was not removed due to the event. The patient survived to explant. Bleeding is consistent with access site complications as a result of large bore procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.